Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) has non-functional ecgs.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the white (drvn gnd) wire in the trunk cable. The cause of the test failure is the open wire. The root cause of the open wire was excessive force. No adverse event resulted from the defective belt.